Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and was discharged. It was reported that the insulin pump may not be working properly. It was reported that the customer had diabetic ketoacidosis and was taken to the hospital. It was reported that the customer did not remember the blood glucose levels at the time of admission. It was reported that the insulin pump was not delivering properly. It was reported that the customer developed sensitivity to insulin. It was reported that the customer was connected back on insulin pump after getting discharged on (B)(6) 2020. It was reported that the customer experienced hypoglycemia and then was disconnected from the insulin pump. Troubleshooting was not completed during the call. Product is not expected to return for analysis.